Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the left s1 lead and the drg ipg were explanted and replaced to address the issue. The left s1 lead was fractured and broken during removal. The physician attempted to remove the remaining lead and was unsuccessful. The right s1 lead is still dislodged in the foramen [related manufacturer report number: 1627487-2024-07958].

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2024-07640. It was reported that the patient's drg leads have high impedances. As a result, surgical intervention may be undertaken at a later date to address the issue.